Event description:
A plcr60b reload was used with a plc60 in a laparoscopic appendectomy. After the removal of the appendix, there was some residual bleeding.

Manufacturer narrative:
Visual inspection showed no defects with the returned plc60. In addition, the device passed its performance test; the reported event could not be duplicated. Device was recalled.

Event description:
A plcr60b reload was used with a plc60 in a laparoscopic appendectomy. After the removal of the appendix there was some residual bleeding.

Manufacturer narrative:
This is a follow-up report; the corrections are as follows:it was originally an adverse event, but has been corrected to a product problem.it was originally a serious injury, but has now been corrected to show "malfunction".